Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 system. A livanova field service engineer was dispatched to the customer. Audible alarm on the room isolation transformer. After replacing the switch, s5 mains cable, s5 ups module and dc/dc module and leaving the equipment connected to the network for 24 hours, the acoustic alarm disappeared. Performed cei standard checks. Equipment also placed at preventive annual maintenance with sensor control. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that when the sorin s5 system is plugged in, it trigger the operation room alarm. The issue occurred during maintenance and there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported. Based on the collected information, the cause of the issue has been traced back to a failure of internal components.